Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient has custom software that allows a higher upper tracking rate (utr) than 150bpm. This is causing the sensing test to be greyed out. Sensing test can be performed if the utr is changed to 150 bpm or less. When the sensing test is complete then they will need to re- load the custom software again to allow them to program above 150 bpm.

Event description:
It was reported that the device was unable to do a sensing test. The device remains in use. No patient complications have been reported as a result of this event.